Event description:
The customer reported that during an unspecified diagnostic procedure, at pre-check a ¿b30 communication¿ error was observed at start up with multiple scopes, when connected to the light source. It is unknown if the intended procedure was completed. There was no patient involvement reported.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) attempted to assist the customer with troubleshooting. The customer reported that he tried cleaning the socket and reseated the light control cable. Tac instructed the customer to reseat the communication cable from the cv and the clv-190 and this resolved the issue. The unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correction to the reporters information is being made. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause of the event was a loose cable connection resulting from a foreign substance at the electrical contact between the scope and the device. The following instruction in the device instruction manual may have prevented the event. "Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.